Event description:
Caller reported not seeing insulin drops at the tubing's end during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the infusion set and cartridge with guidance from technical support, ensuring successful insulin resumption.